Event description:
It was reported that during the initial implant procedure, dislodgment of the right ventricle (rv) lead occurred. Repositioning of the rv lead was attempted; however, the helix was unable to completely extend. The helix was tested prior to introduction into the body of the patient and no rotation anomaly was noted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix unable to complete extension. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix unable to complete extension was confirmed. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of incomplete helix extension was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.